Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified and a device history record review was conducted. The device history record review indicated the product was released in accordance with all product acceptance criteria. A complaint history examination indicated that this was the second complaint and the second complaint for leaking received against the components of the reported final lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: 2015-96036

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
Because the exact root cause for this complaint was unknown, specific action with regards to this complaint could not be taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ophthalmic surgeon observed the valved trocars leaked during several vitreo-retinal procedures. The procedures were completed with no harm to the patients. The product samples are not being returned. No additional information is expected. This is for four of four reports of this event.